Event description:
It was reported that one 2.5x12 xience v stent was implanted in the left posterior descending coronary artery, and three xience v stents, sizes 2.5x15, 2.5x12, 2.75x28, were implanted in the distal right coronary artery (drca) on (B)(6) 2010. On (B)(6) 2011 the patient had cardiac heart failure and unstable angina. Diagnostic coronary angiogram was performed and found 100% stenosis in the middle of the 2.75x28 xience v stent in the drca. Percutaneous coronary intervention was performed in the drca. On (B)(6) 2014 the patient had cardiac heart failure. Cardiovascular medication was given, but the patient expired. Cause of death was acute heart failure. The study site indicated these events, including the patient death are unrelated to the device and procedure. No additional information was provided.

Manufacturer narrative:
Concomitant products: xience v 2.5x15 stent, xience v 2.5x12 (x2) stents, aspirin. There was no reported device malfunction and the product was not returned. The reported patient effects of angina, death, and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of coronary stents. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.